Event description:
It was reported by the customer that a pyxis medstation es system had a software-related issue. The customer reported that they created a new virtual kit in the pyxis enterprise server, but it was not showing on the physical pyxis device. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a software issue. A technical support specialist informed the customer that the pyxis medstation es device allows viewing assigned kits when removing items from a non-profile device or in override mode, with kit names also appearing in medication name searches. The customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.